Event description:
It was reported that the patients spinal cord stimulator lead migrated. The patient did not experience any adverse event or stimulation issues due to the migration. The patient underwent a lead replacement surgery and has fully recovered. The explanted lead will not be returned as it was discarded by the medical facility.